Manufacturer narrative:
D6b: updated explant date h6: added code e1302 and a0709 based additional information in the complaint file. Additional information: the patient experienced hematuria. Urinary output - greater than 30 cc/hr and concentrated/amber. Additionally, the device exhibited intermittent placement signal unreliable alarms. The team disabled placement signal notifications as they were intermittently getting ¿placement, signal unreliable¿alarms. They conducted more frequent echocardiograms as needed; otherwise, team was unconcerned with device moving.

Manufacturer narrative:
Corrected information has been provided in b1( is product problem) and e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 in a 56 year old male patient for support of dyspnea, fatigue, and lower extremity edema. Patient noted to have tricuspid annular plane systolic excursion mild mitral regurgitation. Doctor cut bevel on 10mm graft and placed on axilary using standard technique, short tunnel. Pump initially in ventricle and then deflected towards septum. Doctor successfully repositioned impella, with transesophageal echocardiogram. Successful implant.